Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer advised that the no delivery alarm was resolved by an infusion set change. She stated that she tried to use the insulin pump to bring her blood glucose levels down but received the no delivery alarm. The blood glucose reading was 300 mg/dl, rose, and then lowered back to the 300 mg/dl range. She treated with 5 units of insulin via manual injection. She discarded the used infusion set and did not observe any bent nor kinked cannula. She advised that she would monitor her blood glucose levels and that the high blood glucose may have been a result of her husband having just gotten out of the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.